Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-00424 and 1627487-2013-00425. It was reported the pt ((B)(6)) is experiencing an increased recharge burden for the ipg. The physician suspects this issue stems from increased energy requirements due to the pt's leads which are reportedly twisted. In addition, it was reported the pt is experiencing intermittent stimulation and occasional overstimulation. A diagnostic test revealed impedance issues for one lead contact. An x-ray revealed no connection issues; however, one of the leads has allegedly migrated. Surgical intervention was undertaken to revise the devices in hopes of alleviating the twist, and the pt was issued new programs in an effort to address the recharging concerns. Follow-up on this matter found that the most recent reprogramming has improved the pt's recharge burden; however, he reports ineffective therapy coverage from the leads and continued intermittent stimulation.